Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas saying that the school called to inform reporter the patient had a high blood glucose and the pump had an issue. It was reported that the user blood glucose (bg) was high, but no actual value was provided. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Reporter stated that the pump may not be delivering insulin but was unsure. Reporter does not know what the pump issue is and there were no other details provided. Multiple attempts were made by customer technical support to obtain additional information and troubleshoot the pump, but were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the unknown issue of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: a review of the pump history showed the total daily doses added up correctly with the programmed basal rate. No delivery malfunctions were found in the black box or alarm history. The pump passed all delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.